Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed d tool damage to the bottom of the silastic cover. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires near the fantail region. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The failure of this device is attributed to broken electrode wires near the fantail region. It is believed that these breaks caused the no sound output. Advanced bionics will continue to monitor for failure modes of this type. In addition, there was an electrode short in the electrode pocket. (CAPA 590 implemented). This version of the hires ultra device is no longer. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.